Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the pump software suggested too high of a correction bolus to be delivered. The customer did not deliver the suggested bolus and administered a manual insulin injection to address blood glucose level. Tandem technical support was unable to verify the allegation in the pump history. Customer's blood glucose was over 400 mg/dl. Customer declined further troubleshooting, and declined to provide further information.